Manufacturer narrative:
Additional information and a correction has been received which was not included with the initial report. The additional information and correction has been provided with this report.

Event description:
Customer called on (B)(6) 2017 and reported that they have been having low blood glucose with unknown blood glucose at the time of the incident. The customer was calling to get assistance lowering their basal settings. The customer thinks the basal rate is high and they are getting too much insulin. The customer stated that their health care professional, a medtronic representative, and the intensive care unit doctor adjusted their settings. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis. The customer had been in the intensive care unit with diabetic ketoacidosis in (B)(6) of 2017. The customer tried to control their blood glucose for 2 days and on the 3rd day they were vomiting and had diabetic ketoacidosis so they went to the emergency room. The customer had been taking a 5 unit bolus every hour. The customer was at 1100 mg/dl at the time of admission. The customer was given intravenous fluids and insulin to treat the high. Customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer was calling to get assistance lowering their basal settings. The customer thinks the basal rate is high and they are getting too much insulin. The customer stated that their health care professional, a medtronic representative, and the intensive care unit doctor adjusted their settings. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.